Event description:
Consumer called regarding the accuracy of her meter. Readings appear to be erratic and in some instances, not consistent with how she feels. Analysis run on clark error grid using mean avg. Reading (242) as reference point vs. Bd readings (358,126) yielded some data points in the c/d range of the grid, outside acceptable limits.